Manufacturer narrative:
Review of instrument results: crrs 3. The sample was negative for all wells. Cell 2 visually appeared positive, but was given a negative interpretation. The cell button appeared slightly fuzzy with a light pink background suggestive of red cell adherence. Cells 1 and 3 appeared negative. Cell 2 was the only e positive cell on the screen. Crrid. The sample was negative for cell 1 (heterozygous for e), negative for cell 3 (homozygous for e), and negative for cell 6 (heterozygous for e). These are the only e positive cells on the panel. Visually these cells appear positive, but are given a negative interpretation. The cell buttons appear slightly fuzzy with a light pink background suggestive of red cell adherence. This issue was communicated to customers in technical communication (B)(4) on november 25, 2009.

Event description:
Customer reported unexpected negative reactions when testing a patient sample with capture-r ready screen 3 (crrs 3) and capture-r ready ID (crrid) on the echo. The patient has a history of anti-e. No transfusion reactions were reported as a result of the negative reactions.